Event description:
The complainant stated that the head hi/low function is slowly drifting down.

Manufacturer narrative:
The technican inspected the bed and could not duplicate the alleged malfunction.